Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that while the patient was in the emergency room for an unspecified reason, a remote interrogation on the pacemaker was performed. Upon interrogation it was noted that the right atrial (ra) lead threshold had increased and there was loss of capture (loc). A field representative was contacted and reprogrammed the ra lead to ensure capture. The field representative noted that after the reprogramming they have not heard from the following physician for any further follow up on this patient. The ra lead remains in service and no additional adverse patient effects were reported.